Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was in the 400's mg/dl range and correction boluses via the pump were delivered to address the bg levels. The past occlusion alarm was resolved by performing a complete supply change. The customer changed their cartridge and site for the current occlusion alarms and the occlusions continued. Tandem technical support advised the customer to contact their healthcare provider to obtain back up therapy in case the occlusion alarms continue as the customer did not have any additional sites to continue troubleshooting the current issue. During a follow-up, the customer reported using manual injections for insulin therapy and it was reported that due to the occlusion alarms, the customer was hospitalized. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.